Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was in hospice care and their tachy therapy had been programmed off. It was reported that the device was emitting tones. The device was interrogated and there was a yellow fault screen indicating a "stuck reed switch". Technical services recommended turning off magnet switch. The field representative stated that no further action would be performed as tachy therapy was already programmed off and the fact that the patient is in hospice care.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Event description:
Subsequent information indicates that this product was returned for laboratory analysis.

Manufacturer narrative:
Laboratory analysis confirmed that the reed switch was stuck while implanted, which caused the continuous beep tones and the fault code that were observed clinically. Boston scientific crm has observed similar device behavior, at a low rate of occurrence, and has conducted an investigation to determine the root cause. Our investigation has determined that this behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality.